Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 11 months. The event occurred at (B)(6). The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after almost 3 years of support, the system produced a low speed advisory alarm. The patient was admitted to the hospital. The system controller log file showed frequent pump stoppages since (B)(6) 2017. The patient reportedly did not experience any symptoms or change in hemodynamic condition. An external driveline evaluation was performed by the manufacturer¿s technical service representative on (B)(6) 2017. X-ray images revealed suspicious but unclear areas on the portion of the driveline internal to the patient on the patient's right side. The external driveline appeared to be well looked after, and the initial feel of the driveline revealed no irregularity in the outer condition of the silicone jacket or to the bionate layer within. The external driveline was manipulated while connected to a non-grounded patient cable and no alarms were observed. The device passed electrical continuity testing, and the alarms were unable to be reproduced when palpating the external portion of the driveline. It was reported that when the patient compressed the right side of their torso in a crunching movement, low flow and low speed alarms and sensations occurred. This movement was consistent with the x-ray analysis and suspicious area of the driveline internal to the patient, and reportedly confirmed the patient¿s reported movement prior to the reported complaint issue. No fluid was found inside the driveline. The condition inside the driveline was almost as new with only a slight orange discoloration of the bionate layer. A decision was made to provide the patient with a non-grounded patient cable for use with the power module to prevent further possibility of the short to shield condition, in conjunction with more frequent monitoring of the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use with a non-grounded patient cable for use with the power module and no further related issues have been reported. The reported low speed operation and pump stoppage events were confirmed through the evaluation of the submitted system controller log file. Low speed operation and pump stoppage events were recorded on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. Although the events captured in the log file appeared consistent with a potentially compromised wire in the driveline, a specific cause for these events could not be conclusively determined without a full evaluation of the device. The submitted x-ray images showed the internal and external portions of the driveline and appeared inconclusive for any areas of potential driveline wire compromise. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.